Event description:
A malfunction alarm, labeled as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, providing guidance to ensure the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, to which the customer agreed and understood.